Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450. H3: a medtronic representative went to the site to test the equipment. The rep cleaned ps1 j2 connector and adjusted ps1 output voltage from 4.88vdc to 5. Performed system shutdown and verified ps1 output voltage holds at 5.149vdc. Ps1 connectors had not been cleaned in the past and the ps1 had not been adjusted in the past. Performed system checkout. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. H6: b17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that before surgery the image acquisition system (ias) was beeping for an unknown reason. They rebooted and it appeared to resolve. Then the system was brought into the or and it was unable to expose. They rebooted once again and the issue resolved. Additional information received indicated that the procedure was a spinal fusion and there was a less than 10 minute delay. Additional information received. There was no impact to the patient's outcome.